Manufacturer narrative:
Patient information - unknown. Occupation - other; distributor. Device evaluation - information provided indicates the product is available for evaluation but has yet to be received by the manufacturer. Upon receipt a follow-up medwatch report will be filed following completion of investigation. This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2015-00047 / 00049).

Event description:
It was reported that a procedure was performed on (B)(6) 2020 in the (B)(6), utilizing the reform pedicle screw system to use two screws and a rod bent to a u-shape to bridge across a pars fracture. A reduction polyaxial screw assembly - æ6.5mm x 35mm (39-rp-6535) was implanted on the left side of l5 and upon attempted insertion of a reduction polyaxial screw assembly - æ6.5mm x 35mm (39-rp-6535) on the right side the pedicle broke. A hook was attempted, but the lamina fractured. Subsequently, a reduction polyaxial screw assembly - æ5.5mm x 35mm was placed in l4 on the right side with the rod bent to take the load off of the pars fracture. During final tightening of the set screw on a ramped laminar reduction hook, md, the tip of the lock-screw torque driver (39-rd-0060) broke. The hook was removed and another from the set used. Upon final tightening of one of the lock-screws the tip of a second lock-screw torque driver also broke. The broken tip was not able to be retrieved and remains in the head of the polyaxial screw, implanted in the patient.

Event description:
It was reported that a procedure was performed on (B)(6) 2020 in the UK, utilizing the reform pedicle screw system to use two screws and a rod bent to a u-shape to bridge across a pars fracture. A reduction polyaxial screw assembly - æ6.5mm x 35mm (39-rp-6535) was implanted on the left side of l5 and upon attempted insertion of a reduction polyaxial screw assembly - æ6.5mm x 35mm (39-rp-6535) on the right side the pedicle broke. A hook was attempted, but the lamina fractured. Subsequently, a reduction polyaxial screw assembly - æ5.5mm x 35mm was placed in l4 on the right side with the rod bent to take the load off of the pars fracture. During final tightening of the set screw on a ramped laminar reduction hook, md, the tip of the lock-screw torque driver (39-rd-0060) broke. The hook was removed and another from the set used. Upon final tightening of one of the lock-screws the tip of a second lock-screw torque driver also broke. The broken tip was not able to be retrieved and remains in the head of the polyaxial screw, implanted in the patient.

Manufacturer narrative:
H3 device evaluation - additional information received from the distributor indicates there were two locking screws (only two screws used for a pars fracture) but this has since been rectified because the patient had a small bone spur pressing on the l5 nerve. The broken tip was removed and two new locking screws were used following the decompression. The complaint product not returned to precision spine. Without the opportunity to evaluate the complaint product, no conclusions could be drawn as to the root cause of the reported failures. As no conclusions can be drawn, the need for corrective action was not indicated. Review of device history records did not reveal any manufacturing issues and review of complaint history did not identify a trend for reports of this nature. This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2015-00047-1 / 00049-1).